Event description:
A (B)(6) female patient presented with bilateral radicular leg pain with confirmed lumbar stenosis at l4/5 and l5/s1 and spondylolisthesis at l4-5. The patient was scheduled for interlaminar and foraminal decompression on (B)(6) 2010. After successfully decompressing the right l4/5 foramen using baxano instruments, a nerve root pass was attempted at left l4/5 to address the l5/s1 foramen. Upon insertion of the baxano ipsi probe, the surgeon saw a flash of cerebrospinal fluid. Access to the neural foramen using the probe was aborted and duraseal was used to repair the minor dural tear. The surgeon proceeded with a standard decompression at this level. After the case, the surgeon indicated that he believed the dura was adhered to the lamina and by inserting the baxano probe, the dura detached from the lamina and caused the small tear. He did not feel that there was a defect with the baxano probe and stated that if he had inserted a standard woodson elevator first, the woodson also would have caused a tear.